Event description:
It was reported that, during reprocessing, the colonovidescope tested positive for >87 colony forming units (cfus) of klebsiella pneumoniae, citrobacter freundii, and pseudomonas aeruginosa. A second test was performed 15 days later and tested positive for 63 cfus of citrobacter freundii and pseudomonas aeruginosa in the aspiration/biopsy channel. A third test was performed 9 days later and tested positive for >100 cfus of pseudomonas aeruginosa and klebsiella pneumoniae in the aspiration/biopsy channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.